Event description:
According to the reporter, prior to use, the needle came off the thread. Another suture was used in order to resolve the issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.